Manufacturer narrative:
Complaint conclusion: during a shunt percutaneous transluminal angioplasty (pta), a guidewire crossed the lesion and a power flex pro (5mm4cm 80) was delivered to the lesion for inflation; however, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter of the same size. The procedure finished successfully. There was no reported patient injury. The patient¿s information is unknown. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17463417 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as calcification of a vessel may cause damage to a balloon catheter. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), a guidewire crossed the lesion and a power flex pro (5mm4cm 80) was delivered to the lesion for inflation; however, it ruptured at its nominal pressure. Therefore, it was replaced with a new non-cordis balloon catheter of the same size. The procedure finished successfully. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty in removing the stylet or any of the sterile packaging components, the product from the hoop, or the protective balloon cover. The device was prepped per the IFU. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. The product was clinically used and will not be returned for analysis. The patient¿s information was unknown. The target lesion was the left superficial femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.